Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 5076-58 lead implanted: 2006 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead triggered a lead warning for high impedance. The lead was not sensing the p wave; however, oversensing was noted through a stress test and a chest x-ray found a lead ¿flexure¿ found near the device pocket. The device was programmed to ventricular pacing only. The lead remains implanted and a lead replacement will be considered when it is time for a device replacement. No patient complications have been reported as a result of this event.